Event description:
Boston scientific crm received information that this patient developed what had previously was thought to be an infection but now an allergic reaction is suspected. It was noted that the pacemaker pocket was not healing and the device was eroding out of the pocket. A culture for infection came back negative, but the pocket was still not healing. Technical services (ts) was consulted and discussed options to resolve the issue. To date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.